Manufacturer narrative:
Concomitant medical products: product ID 3708660, implanted: (B)(6) 2012, explant: (B)(6) 2017, product type extension. Product ID 3708660, implanted: (B)(6) 2012, explant: (B)(6) 2017, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had an infection at the ins and extension site. As a result of the infection, the patient underwent a partial system explant. The infection was painful and there was a lot of fluid. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the device had been sent to the hospital's pathology lab and there were no plans to return it to the manufacturer. There was no concern with the device itself.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.